Event description:
Screw thread broke during insertion. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. On the basis of investigations carried out were no material errors are detected. The visual damages to the screw diameter have a high probability of being caused due to the contact with a metallic partner during insertion of the screw. This accounts for that the first thread remained unharmed, while from the second thread on the screw was badly damaged. The screw does not show a material error and is drawing compliant. Based on the investigation carried out, the exact cause of damage to the various implants cannot be determined with complete certainty. This complaint has been determined to be indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 1.0mm thick matrixmandible mini tension plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with two ncrs written. Ncr (B)(4) was written at incoming final inspection to document grainy type scratches on the material. Two process tests were run to confirm that the grind marks on the material would be removed during normal processing and would not cause cosmetic issues with the final product. Enough material was reworked for the two process tests to be run. Once the process tests were run and confirmed that the material could be used as is, the second ncr was written to document the scrapping of the test material and to disposition the remaining material as use as is. Since the nonconformance was a cosmetic issue only and both process tests verified the noted non-conformance was removed during normal processing, these ncrs have no relation to the product complaint.